Event description:
It was reported by the edwards territory manager that a 26mm sapien valve was deployed 60:40 ventricular. Reportedly the patient was hypotensive but responded to pressors and this restored normal pressure. The sheath was removed and the apex was closed, at this time the patient decompensated. CPR was initiated and the patient was put on cpb. It was determined that there was native leaflet overhang and this was restricting the sapien leaflet motion. The apex was re-entered with a second ascendra sheath and a second 26mm valve was deployed about 5mm higher than the first valve. The patient's pressure was restored and the valve functioned normally. While closing the apex the patient began bleeding from the chest. It was later determined that there was an rv tear, believed to be caused by the CPR efforts. The rv tear was repaired, the patient was weaned off of bypass, and an iabp was placed; however the temporary pacemaker leads were left in due to the patient experiencing complete heart block.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% leak tested prior to release for distribution. Every valve is tested for proper coaptation under nominal simulated patient test conditions in a pulse duplicator to confirm that the valve leaflets open and close properly. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a complaint of non-functioning leaflet, including deployment of the valve too ventricular in combination with native leaflet overhang, long native leaflets overhanging the prosthetic valve, leaflet impingement due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, the cause of reported event was thought to be native leaflet overhang restricting the motion of the valve leaflet. The device is not available for evaluation as it remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.